Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any report with the involved product code/lot# combination.

Event description:
The user facility reported that there was a kink in the sheath. The following information was provided by the user facility: when the locator was inserted into the insertion sheath, resistance was felt and a kink in the tip of the sheath was found. Therefore, the device was replaced by another angio-seal device to continue the procedure, and the hemostasis was successfully achieved. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 6 fr. It was reported that there was no health damage to the patient.